Event description:
Information was received regarding a /cadd duodopa pump. It was reported that the pump was not pumping right. The display showed it was running, but patient got too little medication. Psp query showed that the patient was currently overly mobile, she had already stopped the pump. Psp queries how user was overly mobile if they got too little medication, but it is unknown. All that is known is tht the pump was not running correctly. Psp asked patient's wife to start the pump again after 30 minutes. It is unknown if there was no patient, or clinician injury associated with this event.